Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was implanted on (B)(6) 2022 and had right heart failure to the point where a right ventricular assist device (rvad) was required. The patient was given inhaled nitric oxide. The patient passed away due to right heart failure and multiple organ dysfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right heart failure, multiple organ dysfunction, other patient-related conditions, as well as the subsequent patient outcome could not be conclusively determined through this evaluation. The cause of death was noted as right heart failure and multiple organ dysfunction. The death was not considered to be device related and the device operated as expected. This device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, multiple organ failures, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.